Event description:
It was reported PICC groshong 3fr catheter had 3 micro holes. Additional information reported: when was the incident detected? Before, during or after use on the patient? During the procedure on patient. Was there blood or chemotherapy exposure to mucous membranes or skin? (Detail) no. What medication was being administered? None. Was there any harm to the patient / healthcare professional? (Detail) no.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz0213 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC groshong 3fr catheter had 3 micro holes. No other information was provided.